Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal end measuring 20.0cm was returned for analysis. Externalized conductors due to external and internal insulation abrasion were noted at 10.0-12.0cm from the distal end. The etfe coating was intact at this location. Externalized conductors due to external and internal insulation abrasion were noted at 10.0-13.0cm from the distal end. The etfe coating of one sensing conductor was abraded at this location.

Event description:
It was reported that the patient received a vibralatory alarm for noise. The system was explanted and replaced.